Event description:
A vent inop occurrence, flow sensor failure was reported. No patient involvement was reported.

Manufacturer narrative:
Event date: (B)(6)2015. Receiving by MFR date: 07/12/2016. Conclusion / root cause: the sensor pcb passed all test; no faults were found on this returned sensor pcb. Root cause of the flow sensor failure (e/c 9003) could not be determined. This report is being submitted as part of the remediation for CAPA (B)(4).